Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections - date of this report, date received by mfg, type of report,mfg follow-up #, if follow-up, what type, device evaluated by mfg, device not eval provide code, evaluation method codes , addtl mfg narrative/corr. Data complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. There was no reported injury to the patient.